Event description:
While physician was using the bipolar irrigating unit, m.d. Noticed that it was not irrigating correctly. A small pool of fluid was noted on the top of the bipolar unit. A hole was then discovered in the tubing in the section where the tubing is pressed frequently. The tubing was changed and this tubing worked without incident. No injury to the patient.